Event description:
Hung an ivpb of ferrlecit, using secondary tubing, (primary bag was hanging lower on blue hanger) and the ferrlecit began to back up into the primary line - clamped primary line so secondary couldn't back up - called charge nurse and ar to look at tubing and pump - they confirmed that all were properly connected. (B)(4).